Event description:
The manufacturer received information alleging a ventilator failed a pretest test step during testing. There was no harm or injury reported. The device was not in patient use. The device was evaluated by the manufacturer's field service engineer. The device failed the active exhalation test. The device's three-way solenoid valve and proportional valve need to be replaced to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed.